Event description:
It was reported that during procedure, when the balloon was in the patient's internal carotid artery (ica) it would inflate; however, as it rested it would deflate. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis of the returned device revealed that there was solidified saline within the balloon catheter. An attempt was made to flush the device and no flush would pass through the device due to the solidified saline within the balloon catheter. The device was submerged in water for five minutes in an attempt to free the catheter which was successful. The device was then able to be flushed. The returned guidewire was advanced to the distal tip and the balloon was inflated and deflated without issue. The balloon did not leak. As no leaks were found during the investigation, the reported issue of balloon leak was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that during procedure, when the balloon was in the patient's internal carotid artery (ica) it would inflate; however, as it rested it would deflate. There were no clinical consequences to the patient.